Event description:
It was reported during equipment testing the drill attachment heated up. There was no report of any adverse consequences and the procedure was completed successfully with a backup drill attachment. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.